Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted on (B)(6) 2001; 6932-65 lead, implanted: on (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, high and undefined impedance and noise were noted on the right atrial (ra) leads. It was noted that a previously implanted adapter was fixed to two ra leads and an implantable cardioverter defibrillator (ICD). During the change out of the ICD, the leads were capped and replaced with one ra lead and the adapter was removed. When doing the battery change of the ICD the physician tested the two ra leads and thresholds were within normal limits. Therefore it was concluded that the adapter may be the issue. No patient complications have been reported as a result of this event.